Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastric procedure, the first firing with a green load on the stomach, the device was difficult to fire. The surgeon stopping firing the device and was released after the first stroke. The cutline was fine, but the staples were malformed. Another green load was placed on the device. The cutline and staple line were fine, but there was a serosal tear on both side of the entire length of the staple line. Sutures were used to repair the tear. It was unknown what caused the tear. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.